Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Egms revealed that the pulse generator exhibited noise in the ventricular channel; all other electrical values were within normal range. No intervention was performed. The ventricular lead was a competitor's lead and no further information was provided.